Event description:
It was reported to philips that the allura system does not start up as counter gets stuck when counter reaches 00:00. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and no procedures were performed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flexvision pc. Upon troubleshooting, fse found that the issue was with flexvision pc and connected hard disk directly to motherboard as a temporary measure. To resolve the issue permanently, fse replaced the flexvision pc and returned to philips for further analysis. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.